Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, customers blood glucose (bg) level displayed high. The customer administered a manual injection and loaded a new cartridge to resolve the issue.